Event description:
It was reported that a patient underwent a vaginal delivery procedure on (B)(6) 2025 and a suture was used. The pregnant woman g1p140+1 week, at 20:05, had regular uterine contractions, the cervix was dilated to 1cm and was sent to the delivery room for delivery. The next day at 11:15, the woman gave birth to a baby girl. The perineum was second-degree laceration and needed to be sutured. When the third stitch was finished and the ligation was done, the suture broke. Immediately replace a new suture to perform perineal suturing for the parturient. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: --received information as following from sales rep, please refer to the event description, other information requested is unknown. The following information was requested, but unavailable: - were there patient consequences? If yes, please explain. A manufacturing record evaluation was performed for the finished device batch and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.